Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers in the helmer refrigerator were experiencing issues. The field service engineer (fse) remotely accessed smart service on the station and confirmed that bin 4 intermittently failed to unlock in the hardware test application, which caused the screen to freeze. The system was rebooted, and arrangements were made for further assistance to replace the boards. It was also identified that bin drawers 3 and 4 failed to register as open. The irac board was replaced, diagnostics were run, and all bins were tested. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, drawers in helmer fridges were having issues. It would fail to stay close and would not register to the computer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.